Manufacturer narrative:
Remedial action changed to n/a from other in the previously submitted regulatory reports.

Manufacturer narrative:
Remedial action changed to n/a from other in the previously submitted regulatory report/s. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No code available eyelid disorder/ blepharitis photophobia corneal opacity the manufacturer internal reference number is: (B)(4).

Event description:
As initially reported, (B)(6) 2017, the incident was received from (B)(6) via e-mail and distributor received the complaint via phone. A (B)(6) female patient used air optic night and day lenses for eleven years and aosept for many years switched to aosept hydraglyde as suggested by physician on (B)(6) 2017. In less than a week, patient complained of uncomfortable eyes which the physician did not relate to the solution. On (B)(6) 2017, patient experienced strong pain, blurry vision, photophobia and excessive tearing, along with red and swollen eyelids in one of the eyes. The problem started a day before and she wore the lenses both days, took them out at night and properly cleaned them with aosept plus with hydraglyde overnight. The patient was treated two days with xanternet (preservative-free) and corneregel, pain was diminished, but still had very foggy vision and photophobia, multiple punctiform opacities in corneal epithelium and anterior stroma, no staining. On (B)(6) 2017 the physician contacted the patient via phone. On (B)(6) 2017, patient experienced the symptoms in the left eye and she sought medical treatment on the same day. She stopped wearing the lens. The physician performed the test with the biomicroscope and saw foggy cornea. The patient started on xanternet and corneregel. The next day, the pain decreased, but there was still foggy vision. On (B)(6) 2017, she had another check-up and the patient presented eye pain because of the light. After biomicroscope test, the cornea had fog on more than 50% of it, opacity points in the corneal epithelium and anterior stroma. The cornea looked bad. The patient could not see with the left eye. On (B)(6) 2017 the vision is better, the treatment with corneregel is ongoing, and the cornea looks a lot better. The doctor considered aosept hydraglyde to be suspected for the incident. At the time of this initial report, the patient¿s symptoms were improving; additional information has been requested but not yet received. On (B)(6) 2017 the physician provided additional information via email, the cup lip is blue. The patient threw it away with the lenses, thinking the lenses were the problem. The patient consulted on (B)(6) 2017 (12 days after the first symptom). She used trial dailies total 1 lenses, to be sure that she can come back to wear her normal lenses; having nor problems, eyesight was fine, so she started wearing again her normal lenses (night & day, used for eleven years and never had a complication, being a careful and compliant patient; annually comes to visits). She used aosept for many years, she bought aosept hydraglyde at doctor¿s recommendation, she threw away at least one pair of lenses (worn for very few days); usually she had annual checkup, but now she consulted on (B)(6) 2017. When she bought the new lenses and changed the solution two times before the incident with the red eye; it looked like she had some problems with eye dryness and comfort; she was treated with artificial tears (which normal do not cause problems) and presented eye burn; she came back for a test with another type of artificial tears ¿ retroactively the doctor believes that these were the first signs for the problems that followed. Another four sessions of checkup after the serious symptoms appeared. The lenses used were with hydrogel silicone; on the aosept hydraglyde bottle it was mentioned that the solution was ideal for this type of lenses.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).